Event description:
It was reported that the patient presented in the hospital after receiving shocks and shortly losing consciousness. Intraoperative slightly high pacing lead impedance and loss of capture were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.